Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter tip damage/deformation which was noted prior to use. The following information was provided by the initial reporter: this is a report about a damaged catheter tip. When checking before use, the hcp found that the catheter tip was damaged. The product was thus not used.

Manufacturer narrative:
H.6. Investigation: bd received an unused 22 gauge insyte autoguard blood control unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed that the needle had pierced through the catheter tubing near the tip. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, the engineer was unable to determine the definitive root cause for this issue.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter tip damage/deformation which was noted prior to use. The following information was provided by the initial reporter: this is a report about a damaged catheter tip. When checking before use, the hcp found that the catheter tip was damaged. The product was thus not used.